Event description:
Patient presented back to the physician with pain at the ipg site. Physician brought the patient into the or and found that the sensing lead and stimulation lead were tangled. Physician suspected manipulation of the leads and removed the entire inspire system.

Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the or, opened the chest incision, and suspected manipulation of the leads. Physician replaced the sensing lead and stimulation lead, placed the ipg in a tyrx absorbable pouch, re-sutured, and closed.